Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 49 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that the cutting wire of the hydratome rx 49 broke off. Reportedly, an extractor pro device was used to clean the bile duct and retrieve the broken piece; however, they were not able to find the detached piece. The procedure was completed with the extractor pro. In the physician's assessment, the cutting wire passed though the main bile duct. A systematic scanner was scheduled to take place a month following the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.